Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
In 2009, the pt/lay user contacted lifescan (lfs) alleging that his one touch ultramini meter was reading inaccurately. The complaint was classified based on the info the reporter provided to the customer care advocate (cca). The following was reported. On the day of event, the pt complained that his blood glucose results had been elevated when testing on his one touch ultramini meter, implying the results were inaccurate. On unspecified dates/times, the pt alleged he obtained blood glucose readings that ranged from "73 to 500 mg/dl" in addition to obtaining "600 mg/dl" results as well as "hi" (greater than 600 mg/dl) messages with the subject meter. The pt did not provide the number of days he had the elevated results or when he obtained the result of "73 mg/dl". It is also unclear how much time elapsed between the alleged results. One day prior to the event before 5 pm and after obtaining the aforementioned results, the pt called his physician who advised him to take extra metformin and glipizide to decrease his blood glucose and then go to the ER. The pt reported that he was feeling "hot and had sweats;" symptoms typically associated with hypoglycemia. However, it is unk if the pt became symptomatic before or after obtaining the alleged elevated results, or after taking the extra oral medication. The pt reported that his wife drove him to ER, where he was admitted at 5pm and discharged at 9:22 pm. The pt received cat scans and blood tests; however, he did not recall the admitting blood glucose, stating, "we got to the ER and got the same reading". The pt did not clarify what he meant. The pt's wife expressed her displeasure, stating, "there was nothing wrong [with him] when we got to the ER. The pt stated he was treated with "intravenous stuff in a tube." This complaint is being reported because the pt claims he developed symptoms suggestive of severe hypoglycemia, and may have been treated for severe hypoglycemia by an hcp after the alleged meter issue began.